Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip where the reservoir goes into the pump is breaking off and that he has to glue it on. The customer also mentioned that a contact in the battery compartment has broken off. His blood glucose is unknown. He was to discontinue use and to revert to a backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit received with missing retainer with customer applied glue/adhesive to reservoir tube lip area and broken off battery cap heat stake posts. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, partially broken off belt clip rail with customer applied glue/adhesive to belt clip area, slightly peeled off serial number label and peeling end cap address label.